Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous, non-calcified proximal right coronary artery (rca). The lesion was predilated with a 3.0x20mm apex balloon and then a 3.50x24mm taxus liberte stent was advanced to the rca, but was unable to cross the lesion. The device was removed from the patient and it was noticed that the stent struts were flared. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as "good".

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).